Event description:
It was reported that the implant failed. The patient bone grade is unknown. The date of the procedure is unknown. However, the patient presented on (B)(6)2017 complaining of pain. Upon exam, the provider notes an infection and the patient was prescribed amoxicillin for two weeks and norco for pain (doses unknown). The patient returned on (B)(6)2017 and upon exam, the provider notes a failure to integrate. It was at that time the device was removed.

Manufacturer narrative:
The device had been returned. However, the device was not transferred to the investigation phase. Corrected: adverse event or product problem: product problem checked as it was omitted during the initial submission. Event: updated and corrected information updated- UDI cannot be obtained without lot number returned sample: the device had been returned. However, the device was not transferred to the investigation phase. Device history record review unable to review the DHR since the lot number was not provided. Root cause: failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes mentioned below. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. IFU 30223579 rev 3.0 (inclusive dental implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered.

Manufacturer narrative:
Corrected: concomitant medical products: corrected product returned to (B)(6)2017 instead of (B)(6)2017 as reported on fu1.

Manufacturer narrative:
The device was received, and the evaluation is anticipated; however, not yet begun. Additional follow up will be conducted in an attempt to obtain additional information. Once the investigation is complete, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced pain after an inclusive tapered implant was implanted. The implant site was found to be infected and the implant was removed by the dentist. The patient was reported to be in good condition. No abnormality was observed with the implant. No information was provided regarding the implant date, the location of the implant, and the lot number of the implant.